Event description:
The following was reported to hamilton medical ag: knob malfunction, unable to operate normally no patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4)